Manufacturer narrative:
(B) (4). Literature article citation: alonso et al. Maxillary alveolar reconstruction on cleft lip and palate pts using recombinant human bone morphogenetic protein-2. Comparison with autogenous bone grafting. Tissue engineering. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent an alveolar bone grafting procedure using rhbmp-2/acs. It was reported that the pt experienced significant swelling in the early post op period. The swelling resolved uneventfully. Per the reporter, this was not attributed to bmp. No further pt complications were reported.